Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a colonoscopy procedure on (B)(6), 2010 (patient weight unknown). According to the complaint, after successfully removing a small polyp from the colon, the physician attempted to use the tip of the snare loop to complete coagulation of the polyp stalk; however, when the physician applied energy to the snare, the loop sparked and split in half. The complainant noted that they did not change the generator settings prior to this incident, and no piece of the snare was left in the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Per the clinic, the patient was involved in an altercation and has had fluctuations in sound level with the device since then. The results of an integrity test (B) (6), 2009 indicate normal receiver stimulator function with multiple electrode anomalies. Explant and reimplantation is planned, but had not taken place at the time of this report december 31, 2009.

Manufacturer narrative:
(B) (4).